Manufacturer narrative:
The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing of the returned strips was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no questionable results were observed. Medwatch field d9 has been updated.

Manufacturer narrative:
No product was returned for investigation. The samples were stored in fluoride tubes. Per product labeling, "iodoacetate or fluoride-containing anticoagulants are not recommended." Medwatch field h6 coding has been updated.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with an accuchek performa meter (serial number unknown). A glucagon test was being performed on the patient and results from fingerstick samples tested on the meter were compared to results measured from fluoride tubes on an unknown laboratory analyzer. A the 30 minute test point, a fingerstick sample resulted in a glucose value of 82 mg/dl, whereas the fluoride tube sample resulting in a value of 114 mg/dl. At the 120 minute test point, fingerstick samples resulted in glucose values of 37 mg/dl and 57 mg/dl. The fluoride tube sample resulted in a value of 70 mg/dl. At the 150 minute test point, a fingerstick sample resulted in a glucose value of 32 mg/dl. The fluoride tube sample resulted in a value of 69 mg/dl.